Event description:
Customer claims PICC line without return; probably valves issue. 2/18/2025 - during evaluation of the returned PICC, it was found to be occluded and would not flush or aspirate.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty aspirating was confirmed and determined to be use related. The product returned for evaluation was one 5fr dl powerpicc solo catheter. The returned unit was attempted to be flushed and aspirated using water and a 12 ml luer lock syringe. The purple lumen was unable to be flushed or aspirated. A guidewire was taken and threaded through the proximal and distal end of the catheter. The guidewire encountered resistance between the 9 cm and 10 cm depth markers when inserted from the proximal end, and between the 11 cm and 12 cm depth markers when inserted from the distal end. A cross section of the catheter tubing was taken between the 10 cm and 11 cm depth markers for further inspection. Large chunks of a translucent, crystal like material were found inside the purple lumen. The features of the material suggested that it was some type of precipitate from a chemical employed during use. The crystals were pushed out using a guidewire. The catheter was then attempted to be aspirated again. This time the catheter aspirated without resistance, indicating that the crystals were the cause of the occlusion. This complaint will be recorded for future trending and monitoring purposes.